Event description:
Boston scientific crm received info that this right atrial (ra) lead post-implant day one, had undersensing and high threshold measurements. Technical svcs (ts) recommends having a chest x-ray done to check for ra lead dislodgement. Clinical evidence suggests that the ra lead may be dislodged. As the product remains in svc, it will not be explanted. To date, no adverse pt effects were reported.